Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged seeing black particles in airway of device. There was no serious patient harm or injury reported. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.